Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 inside metal on jaws of hemopro scope tip broke as well as silicone coating on outside of the tip had a tear. It was separated in the middle of the metal part of the bisector. During harvesting the wire separated from the silicone jaws and when they wiped the jaws with a wet lap the silicone peeled from the jaws and the wire was further exposed. It was there when they started. They were assured that it was assembled carefully and no trauma to the tip had occurred. They tried to use it for a bit then it just stopped working and they had to get a new one. There was no procedural delay and no harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/24/2024. An investigation was conducted on 06/05/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula or the intact c-ring. The heater wire was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be intact. The clear silicone insulation on the hot jaw was observed to be peeled and detached from the hot jaw, exposing the hot metal jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed. The reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000357804 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.